Event description:
It was reported that cgm displayed malfunction message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed full pump reset with guidance, confirmed malfunction message did not recur, and successfully started new sensor session.